Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'pump was recognizing the door open' which was reproduced during evaluation. Evaluation found a load set prompt does not appear during door open during incoming device evaluation assessment (idea). The cause was determined to be a failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did "not re clamp" when the blue camp was placed in the keyhole and used it to open the door. The pump was recognizing the door open or blue camp was inserted. The customer tried replacing the keyhole assembly to correct the issue but that did nothing. The problem was found while trying to open the door to install the tubing line at the emergency room. There was no patient involvement. No additional information is available.